Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the distal end of right coronary artery. A 2.00mm x 15mm maverick balloon catheter was selected for use; however, the delivery shaft was fractured outside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick catheter in 2 pieces. The device was bloody, and the balloon was loosely folded. Analysis for the tip, balloon, inner/outer shaft, hypotube, and hub included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 52.5 cm from the tip, and there were numerous kinks in the hypotube. The fracture faces of the separated ends indicate that the device was kinked prior separation. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the distal end of right coronary artery. A 2.00mm x 15mm maverick balloon catheter was selected for use; however, the delivery shaft was fractured outside the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.